Event description:
While flushing and prepping the cypher, the physician noted the hub to be cracked. The device was not used in the patient.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.